Manufacturer narrative:
Date of event estimated based on device return date. The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Microscopic inspection revealed the distal housing of the transducer was complete with no damage. A part of the distal tip was observed to be missing/cut. The telescope assembly was able to properly pull back, advance, and retract. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire could not be inserted because a part of the distal tip was missing.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. The opticross 6 hd was returned with no event having been reported. However, device analysis revealed the tip was missing.